Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to high blood glucose of 1800 mg/dl. Customer's symptoms were vomiting, dizziness, and passing out. Customer reported he was driving and the device started beeping as he pulled in he started vomiting all over the car. Customer stated he hardly remembers what occurred but did recall stating he needed to change his set started getting dizzy and passed out spitting up blood. Customer went into a diabetic coma. Customer does not think the device was taken off. Customer recalled waking up three times and stating he had to change his set and passing back out. No further information reported.